Event description:
The user facility reported that the housing's weld fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no medical intervention and no adverse consequences.

Event description:
The user facility reported that the housing's weld fractured during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no medical intervention and no adverse consequences.